Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Data log review confirmed leaking occurred on day 5 with decreased purge pressure and increased purge flow with no motor current (mc) spikes or flow changes outside of p-level changes. The pump was returned and inspected. The red pump plug leak was able to be reproduced with purge fluid leaking in the catheter line on the pump side of the plug. There was no further damage noted to the pump. The cause of the purge leak - pump was damaged purge tubing causing the purge fluid to leak into the red pump plug. However, the cause of this leak is not known due to insufficient clinical details and no further damage noted to the pump. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the purgeline was leaking at the red impella plug. The pump was explanted in response to the leak. The patient continued on extracorporeal membrane oxygenation support.